Event description:
It was reported that the patient received an inappropriate shock because the device discriminator failed to withhold for t-wave oversensing (twos) on the right ventricular (rv) lead. It was also reported that r waves were low. A programming change was made and the device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) t-wave oversensing (twos), and oversensing due to non-physiologic signals/sic (sensing integrity counter). One non-sustained tachycardia episode, one ventricular fibrillation (vf) episode, one t wave ventricular oversensing episode, and one lead failure predictor episode of less than 220 milliseconds v-v cycle were recorded between (B)(6) 2013. (B)(4).